Event description:
Three out of 4 screws failed to lock into the plate. Locking mechanism would not slide over the screw head. Surgeon burred a hole in the cortical bone to "create a seat" for the screw head. By the time he was done with his burring and trying to manipulate the locking mechanism to lock, the plate was messed up enough that he did not feel comfortable leaving it in the patient. He put in a new plate and was able to get all the locking mechanisms to lock the screws down.